Manufacturer narrative:
Updated h3,h4 and h6 -medical device problem code corrected b3 and d9 this report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be the light-emitting diode (led) on the power switch did not light up due to a faulty power switch. Additionally, it was reported that the power inlet was cracked. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the power switch was broken on the maintenance unit. There were no reports of patient involvement.